Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pt received more solution than intended. The tubing set was being used to deliver an unspecified solution. The cair clamp was being used to control the flow rate. After an unspecified length of time in use, the customer contact reported that the pt received 900ml of solution "flush" when the cair clamp was in an "almost closed position." It was reported the pt had an "elevation of his blood sugar at 18." The tubing set was replaced and the therapy was resumed. Multiple unsuccessful attempts have been made to obtain add'l info including the solution being delivered, the pt's blood sugar level, if any medical interventions were required and the pt outcome. No response was received.